Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, the main drawer 3.1 was not detected on the bus. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the main drawer 3.1 was not detected on the bus. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of in this incident, it was determined that the drawer 3.1 not detected on bus. A field service engineer (fse) removed the back panel, and all lights on the controller boards appeared normal. The station was shut down, and the cables at the back of the drawer were reseated. The station was then restarted. A test was run using the hardware test application (hta), followed by another restart of the station. The system functioned as intended after the field service engine repaired the device.